Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed invalid diagnostic data after interrogating. The programmer showed; "invalid diagnostic data: invalid data retrieved from the pacemaker unable to show graphic/data". It was also reported the ventricular histogram looked "strange". The device remains in use. No patient complications have been reported as a result of this event.